Manufacturer narrative:
(B)(4). Evaluation summary: the balloon was inspected, there was no evidence of damage on the balloon. Negative prep of the device passed. An attempt was made to inflate the balloon but the balloon could not be inflated. There was a severe kink located at 16.3cm proximal to the tip of the device.

Manufacturer narrative:
Results, conclusions: lesion is severely calcified with 95% stenosis. (B)(4).

Event description:
Patient had a prior pci procedure with stent placed in the rca. Physician was attempting to treat a severely calcified lesion with 95% stenosis in the distal rca with little tortuousity, artery diameter is 3mm with lesion length of 20mm. It was reported that 5 sprinter otw balloons were used during the procedure, the balloons were removed from packaging, inspected and prepped as per IFU with no issues noted. Resistance was encountered when the balloons were being advanced down a tight calcified distal rca. It was reported that the balloons were inflated to 12atm prior to burst. The patient's artery opened slightly distal and stent was placed proximally. Patient is reported to be alive with no injury.